Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nissen. According to the reporter: dr. (B)(6) used a oms-t12bt. When he inflated the balloon it popped. We discarded and opened another one. The site does not have the lot number but staff did save the device. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the patient cavity.